Manufacturer narrative:
Age/date of birth: unknown, not provided. Sex/gender: unknown, not provided. Date of event: unknown, not provided. Serial #: unknown/not provided. Catalog #: complete catalog number is unknown since serial number was not provided. Expiration date: unknown since serial number was not provided. UDI #: unknown since serial number was not provided. (B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. Manufacturing date: unknown since serial number was not provided. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the serial number is unknown, therefore the manufacturing records could not be reviewed. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that endophthalmitis was noticed post implantation of the intraocular lens (iol). Reportedly, bacteria was detected. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215. In reviewing the file, section g7 in follow-up report #2, was inadvertently submitted with number 3 entered in this field. Therefore, this supplemental report section g7 is populated with number 4, although this report is follow-up #3.

Manufacturer narrative:
Corrected data: in the supplemental MDR 9614546-2018-01021, section b2 - outcomes attributed to adverse event - should have been updated from other to required intervention. This field has now been amended. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted. H3 other text : placeholder.

Manufacturer narrative:
Corrected data: this report is being submitted as follow-up number two (2) for manufacturer report number. In review, what should have been follow-up #2 was inadvertently submitted with the number three (3) populated in section g6 type of report follow-up #. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: based on new information received, vitreous surgery was performed. The account also commented that they believe that the intraocular inflammation was not caused by the intraocular lens because acne bacteria were detected. Through follow-up, customer also provided serial number and patient information. Hence, the following sections/fields have been updated accordingly: age/date of birth: 76. Sex/gender: female. Serial #: (B)(4). Catalog #: zxr00vi210. Expiration date: 9/13/2022. UDI #: (B)(4). Manufacturing date: 9/13/2017. Patient code: 2643. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.